Event description:
It was reported that the patient¿s family was upset about the battery life as their generator had only been implanted for two years. Device history records were reviewed for the generator. The device had passed all specifications prior to distribution, and was not laser routed and would not be susceptible to premature battery depletion due to laser routing. Programming history was attempted to be reviewed, however none was available. Surgery is likely but has not occurred to date. No additional, relevant information has been received to date.

Event description:
The patient¿s generator was replaced prophylactically. The device has not been returned to livanova. No additional or relevant information has been received to date.